Event description:
The manufacturer received information alleging a trilogy evo was returned to the manufacturer's service center for evaluation of an alarm code related to the active exhalation valve. There was no patient involvement, and no harm or injury reported. Evaluation confirmed record of an alarm code in the error log. This error code indicates the active exhalation valve (aev) is stuck closed. This issue is reportable as it could affect the external aev in the circuit (diaphragm). The active exhalation valve was replaced to address this issue. Additional findings not related to the malfunction/issue: the device's internal li-ion battery and external battery pack and detachable battery pack required replacement to address issues during service related to a software upgrade. This information does not indicate a malfunction of the device, but rather the result of the service being provided during the software upgrade.